Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients battery was non-functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.